Manufacturer narrative:
Additional information was provided by a facility representative which indicate that the iol was not explanted and there was a user error when loading the lens. The additional information regarding the event details makes the event not reportable to the FDA. (B)(4).

Event description:
Additional information was provided by a facility representative, who clarified that this was not an explant, it was actually a user error when loading.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
An ophthalmologist reported an intraocular lens (iol) that was not suitable and was explanted. Additional information has been requested.